Event description:
It was reported that during training with simulator attached, the cardiosave intra-aortic balloon pump (iabp) touchscreen is unresponsive. Stated that after restarting the machine and moving the screen, it worked for a short time and then again went to non-responsive. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, e4. Corrected data: h8. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the display monitor to video generator board kit (0040-00-0456) to resolve the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.